Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used condition and was decontaminated. Performed visual and functional testing. Dso seal was bubbled, uso seal was worn, and lens was scratched. The reported problem was verified, and the root cause was the dso seal. Replaced dso seal to correct the issue. The uso seal and lens were also replaced. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion (dso) seal degradation. The event occurred before infusion and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.